Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. An interrogation was performed and the physician requested technical services (ts) review. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing therapy was applied. A single shock was delivered and terminated the vf arrhythmia. In addition, ts found a signal artifact monitor stored due to noise on the right atrial (ra) channel and an atrial driven pacemaker mediated tachycardia (pmt) episode stored that was appropriately terminated by the pmt algorithm. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.